Event description:
Per medwatch mw5108124: patient reports no disposable alarm on legacy 6400 pump. Despite troubleshooting, alarm persists, cassette changed and alarm resolved, lot number and expiration date of cassette are not available. No further details provided.